Event description:
Investigation has been completed.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6. Correction: b4, b5, g3, g6, h10. Event description: it was reported that a patient was implanted with an alloclassic stem on (B)(6) 2011 and underwent revision surgery on (B)(6) 2021 due to pain and loosening of the stem. The stem and the insert were revised. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: an undated x-ray shows an alloclassic stem and the imprinted preoperative planning of an arcos stem. A radiolucent line indicating loosening can be seen along the alloclassic stem. Product evaluation: products were not returned due to hospital policy; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that a patient was implanted with an alloclassic stem on (B)(6) 2011 and underwent revision surgery on (B)(6) 2021 due to pain and loosening of the stem. The stem and the insert were revised. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). The received radiograph indicates loosening of the stem. Neither the products nor implantation and revision reports were received, hence a detailed investigation of the reported loosening could not be performed. Therefore, a specific root cause could not be found. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Medical products: metasul, alpha insert, ii/32; catalog#: 01.00010.709; lot#: 2576580; metasul, head, s, 32/-4, taper 12/14; catalog#: 19.32.05; lot#: 2534056. Therapy date: (B)(6) 2021. The manufacturer received x-ray and other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent a revision surgery due to pain and loosening of stem. Stem and poly liner were revised.